Manufacturer narrative:
On 12/04/2023, additional information was obtained. The instrument was inspected prior to use and no damage was noted. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while manipulating instruments. The surgeon's movements did not scale appropriately to the instrument, it was unknown if the instrument moved in the intended direction. The movement was delayed. There was no friction/shakiness or interference, or collision observed. The issue was persistent. No photos or videos are available for review. On 12/18/2023, the reporter provided additional details about the incident. The instrument was not moving as expected but the customer did not take a note of direction of movement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was re-tested and passed recognition, engagement and intuitive motion test on both attempts. Visual inspection found no physical damage on the instrument. The instrument was fully functional. No product issue was identified. Additionally, the mega suturecut needle driver instrument was found to have blade damage. Both blade edges were indented.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument did not grip and had non-intuitive motion. The procedure was completed as planned with no reported injury.